Manufacturer narrative:
Second lead information: brand name: evoke cap12 percutaneous lead kit - 60cm. Model: 102878. Catalog: 3008. Lot/batch number: 9017955652. UDI: (B)(4). Manufacture date: 09/05/2024. Expiration date: 09/05/2026.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported unintended stimulation in their rib region. Reprogramming was completed but unable to resolve the reported event. An x-ray was obtained and confirmed migration of two (2) leads. The evoke scs system was explanted to resolve the reported event. It was noted that non-saluda anchors were used to secure the migrated leads.